Manufacturer narrative:
Desc evt problem medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application lost connection and the screen went blank which resulted in a failure to initiating pacing during testing. It was further noted that the patient was asystolic and required pacing through the ablation console. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Performance data collected from the mobile programmer was received and analyzed. Analysis of the service log found the customer comment of poor communication quality and loss of communication was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application froze and was unable to initiate pacing during testing. It was noted that the analyzer cable was plugged into the mobile programmer base and the alligator clips were connected to the lead, however when attempting to pace the mode was not available and pacing could not be turned on as it had greyed out, displaying question mark symbols. Troubleshooting steps were taken to include swapping out the mobile programmer application for an alternative programmer. No patient complications have been reported as a result of this event.